Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-4316, batch/lot number: 29039127, model/catalog description: clik anchor, unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.

Event description:
It was reported that he patients implantable pulse generator (ipg) was tilted at an angle, causing discomfort at the pocket site. All device components were explanted and not returned. The patient was doing well.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024. D6: explant date: (B)(6) 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7105876 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7106010 UDI: (B)(4).